Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (07/16/2014) ¿ device evaluationthe meter involved with this complaint has been returned on 06/17/2014 and evaluated by lifescan product analysis on 07/10/2014, with the following findings:the meter involved with this complaint failed testing. Error 4 message was observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.